Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken by ambulance to the hospital pediatrics and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. The patient also had two seizures, as well. For treatment, the patient received electroencephalogram (eeg), magnetic resonance imaging (MRI) and treatment of their bg values. The patient was prescribed levetiracetam at 2.5 ml to take 2 times per day. The cannula was reported to have dislodged, while wearing the pod between 24 and 36 hours on the leg. The ketones were positive and the patient was discharged after 2 days.